Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead, and unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing on the right ventricular (rv) lead. The patient came to hospital due to the shocks, and an interrogation of the device showed a patient alert, increased sensing integrity counter (sic), and a high number of non-sustained ventricular tachycardia episodes. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.